Manufacturer narrative:
This supplemental report is being submitted: correction - d4 and g4. Update - h7 and h9. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath, tip broke off. The issue occurred during a therapeutic transurethral resection. There were no reports of patient harm.